Manufacturer narrative:
Additional information: b5 - lens rotation performed on (B)(6) 2022 and (B)(6) 2023. Lens explanted on (B)(6) 2023. A new longer length lens was implanted in a second surgery on (B)(6) 2023. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -9.50/4.0/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. Lens rotation was observed. Lens was rotated twice and this did not resolve the problem. Lens explanted on (B)(6) 2023. A longer length lens was implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2- unk. A3- unk. A4 - unk. A5 - unk. A6 - unk. B3- unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).